Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc), a decrease in pacing impedance measurement of less than 200 ohms, and a decrease in sensing. This patient is not pacemaker dependent. The decision was made to hospitalize the patient, test lead integrity, and perform a repositioning procedure. All measurements were within range and stable once lead repositioned. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.